Event description:
A report was received that during the permanent implant procedure, the lead was not positioned correctly so the physician removed the lead. It was reported that when the lead was pulled out, four contacts separated from the lead which caught the dura causing durotomy and cerebrospinal fluid (csf) leak. All contacts were removed from the patient¿s body and blood patch was performed. The patient was also admitted in the hospital for two weeks for assessment.

Event description:
A report was received that during the permanent implant procedure, the lead was not positioned correctly so the physician removed the lead. It was reported that when the lead was pulled out, four contacts separated from the lead which caught the dura causing durotomy and cerebrospinal fluid (csf) leak. All contacts were removed from the patient¿s body and blood patch was performed. The patient was also admitted in the hospital for two weeks for assessment.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Visual inspection revealed distal electrode #4 was completely dislodged and was not returned. No exposed cables or missing silicone.